Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The pt was described as pulseless with pupils fixed. The device was attached to the pt using disposable pacing/defibrillation/ECG electrodes. The operator attempted to perform an automated ECG analysis using the device. The device allegedly displayed multiple "connect electrode" warning messages and use of the defibrillator was inhibited. The operator cycled power to the device and changed the electrodes after which the device functioned properly. The pt's ECG rhythm was analyzed three times. No shocks were advised. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. The reporter said the pt was not in a shockable arhhythmia and so no shocks would have been advised.